Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sacrospinous total vaginal bilateral hysterectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was not working properly. The sling did not deploy. The procedure was completed with another of the same solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned solyx sis system revealed that the mesh was stretched near on one of the carriers (carrier 1). Some of the mesh was pushed into the carrier and overlapping the proximal end of carrier 1 which most likely caused the reported event. However, it was possible to load the carrier onto the delivery device. Due to the heavy debris on the sling in this area, the mesh was most likely pushed into the carrier by the user. This condition also most likely caused the tube on the delivery device to accordion demonstrating that the user had difficulty during the procedure. There was debris inside the tube. Carrier 1 deployed as intended. Also, the analysis revealed that the mesh was also stretched near carrier 2. It was also possible to load the carrier onto the delivery device and carrier 2 deployed as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sacrospinous total vaginal bilateral hysterectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was not working properly. The sling did not deploy. The procedure was completed with another of the same solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.